Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy which can be due to many potential etiologies. The patient¿s pd culture yielded growth of the organism serratia which is typically found in soil and water. Based on the information available, the exact cause of patient¿s peritonitis cannot be determined. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set or product deficiency was associated with this event.

Event description:
A peritoneal dialysis (pd) patient reported having peritonitis on an unspecified date in (B)(6) of 2021. There were no reported allegations that the peritonitis was related to any issues with fresenius products. Per the pd registered nurse (pdrn), the patient reported that on (B)(6) 2021 they were hospitalized with symptoms of abdominal pain, nausea, and vomiting. During hospitalization, the patient had a pd culture obtained (on (B)(6) 2021) which yielded growth of serratia marcescens and the patient was diagnosed with peritonitis. The nurse stated the patient was treated with unknown antibiotics and continued pd treatments in the hospital. Subsequently, on (B)(6) 2021, the patient was discharged from the hospital continuing pd treatment with the same cycler at home. The patient reportedly recovered from the peritonitis event. However, subsequently on (B)(6) 2021, the patient¿s pd catheter stopped working and the patient had the pd catheter removed (date unknown) and was transitioned to hemodialysis for renal replacement needs. The nurse was not able to provide the cause of the peritonitis. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event.